Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver stopped working and the screen was completely black. No additional event or patient information is available.